Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) on (B)(6) 2022 regarding a patient who was receiving unknown drug via implantable infusion pump. It was reported that the patient's pump was alarming and was consistent with the critical alarm. The pump had not been read yet. No symptoms/patient complications were reported. Additional information was received from a company representative (rep) on 2022-jan-09 indicated the patient was being scheduled for replacement on (B)(6) 2022 and the rep would have more information after that day. The cause of the alarm was undetermined. Additional information was received from the hcp via a rep on 2022-jan-16 indicated the cause of the pump alarm was still unknown. It was also unknown if there were any environmental/external/patient factors that may have or led or contributed to the alarm. The patient was scheduled for replacement on (B)(6) 2022, but the patient was being rescheduled. Additional information was received from the rep again on 2022-jan-31 indicated the pump replacement has been rescheduled due to covid and they were waiting for the procedure to be rescheduled.